Event description:
Information was received from a patient (pt) regarding an external device. The caller had a damaged desktop charger (dtc) cord. The caller stated the damage first began a long time ago, years ago.  Pt called back from secondary phone number to say that they accidently ordered the wrong part. They received the dtc but the dtc didn't have damage to it, pt is going to send back their original dtc and keep new dtc. Pt said they actually needed a replacement recharger antenna because the recharger antenna cord was the cord that was damaged. Pt called back and inquired about when they would receive the recharger antenna. Patient and technical services (pats) confirmed shipping address with the pt and made sure it was correct. The pt mentioned that last night they were recharging their ins with the damaged antenna cord, and they were feeling a lot of different symptoms they had never felt before. They were feeling their heart racing, feeling of warmth/hot inside where they were charging, and it felt like they had a ton of bricks on their chest. The caller mentioned no change in the charging issues. Caller inquired about recharger storage temperatures and pats reviewed. Pats also reviewed how to change out the recharger antenna and the pt was redirected to the healthcare provider. Caller mentioned their lost patient programmer and inquired about insurance and delivery options.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.